Manufacturer narrative:
Zimmer dental exemption #1997019. Number of events reported: 6065.

Event description:
This report summarizes 6065 reported events where 5882 events are being summarized for serious injuries and 183 events are being summarized for malfunctions. Patient problem codes for these events include: edema, granuloma, infection, inflammation, nerve damage, fistula, pain, sinus, perforation of, swelling, discomfort, numbness, increased sensitivity, no information, no code available, fracture, abscess, wound dehiscence. Device problem codes and description summary: fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Mechanical problem: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Failure to separate: the implant failure is due to the implant and the implant placement tool being stuck together and not separating. Therefore the implant is removed. Device or device component damaged by another device: the implant failure is due to the implant and the implant placement tool becoming damaged by one another. Therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration, therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration, therefore the implant is removed. Adverse event without identified device or use problem: reported implant failure not related to a device malfunction. Implant failure is due to infection, persistent pain, bone loss, inadequate treatment planning, bone plate fracture, reported allergic reaction, paresthesia and inadequate implant positioning. Therefore, the implant is removed and additional medical and/or surgical intervention is required. Range of patient age and patient gender: female 14 - 97 age range, male 10 - 97 age range, patient gender was unknown or not provided 19 - 85 age range.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The initial report was submitted on asr under MFR 0002023141-2019-00492. A1: mr a2: 80 years b3: (B)(6) 2019. B4: (B)(6) 2019. B5: it was reported that the patient was experiencing redness and numbness at tooth location #18. The implant was removed and the site was grafted. The patient will return for placement of a new implant. B7: high blood pressure, pacemaker, emphysemia, thyroid trouble d4: correction: catalog #: tsvt6b8 expiration date: 16 jul 2023 d6: (B)(6) 2019. D7: (B)(6) 2019. E1-e4 g4: (B)(6) 2019. G5: k101977 additional 510k: k101880. G7: follow up 1. H1: serious injury. H3: no, initial report submitted via asr prior to asr revoke h10: manufacturer narrative, corrected data if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing redness and numbness at tooth location #18. The implant was removed and the site was grafted. The patient will return for placement of a new implant.

Manufacturer narrative:
This report is being submitted to relay corrected information to 1 record submitted on the asr q2 2019 report. After additional information was discovered during investigation, it was determined that the product was not a zimmer biomet device. The prior submission for MFR (B)(4) submitted on wed jul 31 12:56:47 edt 2019 should not have contained record 341322 a non-zimmer biomet device. Therefore, this report is to remove (void) record 341322 from the previously submitted report and make the total events reported 6064 records.

Event description:
This report summarizes 6064 reported events where 5881 events are being summarized for serious injuries and 183 events are being summarized for malfunctions.